Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer's blood glucose was 600 mg/dl. The patient treated via insulin pump bolus. During troubleshooting, there were no issues with the set, site, or insulin pump settings. The insulin pump was not returned for analysis.